Event description:
It was reported that the insulin pump had been alarming no delivery intermittently, for a few months. The customer's blood glucose was high; the glucometer did not provide a value. The customer had treated with manual injection. Troubleshooting was performed; insulin did not exit the tubing and the insulin pump alarmed no delivery. Manual priming was done and insulin did exit the tubing. The customer was advised that the earlier no delivery alarm might have been caused by occluded reservoir or infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)